Event description:
It was reported that a patient presented in clinic for follow up. Device interrogation revealed noise on the atrial (ra) lead. On (B)(6) 2022, the physician elected cap and replace the ra lead. The patient condition was stable.